Event description:
(B)(4). Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the patient knew it was time to charge because he could feel the stimulation getting more powerful like it does when it is low.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.